Event description:
Boston scientific received information that following implant of this device, the patient stated he was experiencing some involuntary muscle twitching at the implant site. The patient stated that he does not want to go back to the same hospital at which the procedure took place as it took over thirteen hours to complete. Additionally, the patient stated that he underwent a second surgery the following day to replace his old leads. It was during this surgery that the patient stated his catheter came out and urine drained onto the surgical table and he was made to lay in his own urine for the entire surgery. A boston scientific patient services representative documented the reported clinical observations and stated that the device could be interrogated if his doctor called in a request. Additional information was received from the boston scientific sales representative who implanted this system and he stated this patient did not undergo a second surgery and the associated leads remain active. The representative was not aware of the patient's allegations.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.